Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report a no delivery alarm. The customer also reported that he was hospitalized due to diabetic ketoacidosis, with blood glucose levels over 400 mg/dl. The customer declined troubleshooting at the time of the call. The customer stated that the hospitalization was due to a site issue, not the insulin pump. Nothing further was reported.